Event description:
Took bd blunt fill needle out of packaging and found white buildup on needle prior to use. Product workday itm-number: (B)(4). Lot number: 5092742. Supplier & supplier reference/re-order or item number: bd. Ref: 305180. Expiration date: 2030-05-31.